Manufacturer narrative:
Tandem quality engineer evaluated pump data and concluded the following: low bg levels were not confirmed on (B)(6) 2017. User changed the time and date exactly 24 hours forward from (B)(6) 2017. User made the majority of bolus requests without entering current bg level and still having insulin on board (iob). Cartridge change sequence completed on (B)(6) 2017. There were no erratic basal rate adjustments. Making bolus requests without entering current bg levels and still having insulin on board could lead to a low bg event. If user did not disconnect during "tubing fill" process of the cartridge change sequence insulin would be delivered, and this could cause bg levels to drop. There is no evidence that the insulin pump experienced a malfunction or failure.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl. The customer consumed a snack to treat the low bg level. Review of the pump data logbook by tandem technical support show that the user interacted with the pump at 12:02 am, just prior to the reported low bg event. Reportedly, the logs show that a bolus of 1 unit was delivered as a bolus override; however, the customer did not remember delivering the bolus and believes was asleep at the time of the occurrence. The customer confirmed having an appointment with health care provider to consult with making adjustments to the pump settings.